Manufacturer narrative:
The device was returned to olympus for inspection. The event reported by the customer was confirmed. Noise on the image (blooming is occurring in the image). Based on the results of the investigation reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set-up/inspection for use, the endoeye flex 3d deflectable videoscope had noise on the image. There was no patient involvement.